Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the lungs during an airway dilation procedure performed on (B)(6) 2024. During the procedure, the physician attempted to inflate the balloon in the airway and soon after starting inflation, the balloon was leaking and could not be inflated anymore. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event.